Manufacturer narrative:
A spacelabs healthcare technical support representative advised the user to restart the xhibit central station (xcs), which resolved the dropped telemetry channel. A spacelabs field service engineer (fse) was paged to go on site to evaluate the customers system. The fse evaluated the customers system and was unable to duplicate the reported issue. At this time the cause of failure could not be determined as the fse was unable to duplicate the reported problem. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
A customer reported that after a reboot, a single telemetry bed was not showing on the xhibit central station. There was no patient or user death, or injury associated with the event.